Manufacturer narrative:
Product ID: 978a133, lot#: va28h5v, date implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a133, serial/lot #: (B)(4), ubd: 14-apr-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that patient called in to see which material comes in contact with human tissue. Reviewed info. Patient said occasionally they have had hives on one or the other surgical sites where the ins and lead were put in. Later in the call the patient said this has happened twice and the event date was asked but unknown. Patient consulted with the surgeon who said the hives were nothing. Patient said more than a couple weeks ago they needed to have the lead reburied because the lead was dangerously close to the skin. Patient said they are very thin skinned. Patient said after the procedure the patient ended up w/ a secondary break out of something they didn't recognize. Patient saw a dermatologist who did a biopsy and said it was eczema and said they think it is a reaction to something. Patient said this break out was a couple weeks ago and was on their arms, torso and leg. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978a133, lot#: va28h5v, implanted: on (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there was no lead revision, just soft tissue rearrangement. The hcp noted the cause of the lead being too close to the skin was determined and noted the cause as "patient with minimal/no subcutaneous tissue".